Event description:
The customer complains blood leak during the treatment. The blood loss was insignificant. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Add'l MFR narrative. Internal blood leaks can occur due to damage of the hollow fibres. There is no sample avail for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.